Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, drawings, instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The device was returned with the handle in the open position and the basket formation in the closed position. The male luer lock adapter (mlla) is loose. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) measures 3 cm in length. Visual examination noted 41 cm of coil assembly protruding from the collet knob. There are kinks in the basket sheath located 32 cm, 68.5 cm, 78 cm from distal tip, and again, at the base of the support sheath. The cannulated handle is bent 3 cm, 6 cm, 11.5 cm, and 15 cm from proximal end. Functional testing found the handle does not actuate the basket formation. A review of the device history record for lot 9328433 showed no non-conformances that would have caused or contributed to the reported failure mode. A review of complaint history revealed one other complaint associated with lot 9328433. The other complaint device was nonfunctional due to a separate issue from this complaint. The two complaints were not related. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The returned device was found to have a basket that was closed and could not be opened. The sheath and cannulated handle were found to kinked in multiple locations. It was also observed that the coil assembly was sticking out of the proximal end of the handle. The collet knob that holds the coil assembly in place was tight and secure. Either of the two issues, the sheath damage or the coil assembly sticking out of the proximal end of the handle, would prevent the basket from opening. It could not be determined which of the two issues occurred first. The cause for the observed issues could not be established. Per the quality engineering risk assessment, no further action is warranted. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new event information received since the last report was submitted.

Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported prior to patient contact, the physician tested the ncircle tipless stone extractor basket movement before using for the transurethral lithotripsy (tul) but it would not open/close. He used another device and completed the procedure successfully. There have been no adverse effects to the patient.